Manufacturer narrative:
B2 (other serious events).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level of 200 mg/dl. Customer administered a correction bolus via the pump. Reportedly, the customer will continue to use the current pump.